Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had received inappropriate shocks due to oversensing of noise. As a result, the physician explanted the s-ICD system and implanted a non-boston scientific transvenous system instead. No additional adverse patient effects were reported. The explanted products were expected to be returned for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspection of the terminal pin assembly found no anomalies. However, arc marks were observed on shocking coil that were consistent with extraction damage. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported noise, oversensing, or inappropriate shocks that had been observed clinically.